Event description:
The customer reported that after sealing tissue successfully, the knife would not cut tissue. This caused limited tissue damage. A second device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete a follow-up report will be submitted.